Event description:
A company representative reported that the locking mechanism of a two-level ozark plate disengaged at c6 and an ozark self-tapping screw at that level migrated. The patient has not been revised. This report captures the ozark screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Manufacturer narrative:
Device remains implanted.

Event description:
A company representative reported that the locking mechanism of a two-level ozark plate disengaged at c6 and an ozark self-tapping screw at that level migrated. The patient has not been revised. This report captures the ozark screw.